Event description:
This valve was explanted due to endocarditis. According to the op report, intraoperative tee revealed a mitral annular abscess, vegetation, and "severe" mitral and tricuspid insufficiency. Both ventricles were noted to be functioning "well" and there was no evidence of ventricular septal defect. At explant. A "large" vegetation that "nearly occluded the mitral valve" was observed. There was an annular abscess posteriorly where a portion of the valve was dehisced. The valve was replaced with sjm 27m-101. The pt was reported to be in "satisfactory" condition postoperatively.